Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the system was used after this event in a different case without any issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being during a procedure. It was reported that the system failed to navigate while patient was on the table. Another navigation system was swapped out and navigation was resumed successfully. No additional information was provided at this time.

Manufacturer narrative:
Patient information received and added. Additional information was added to event description. Initial reporter received and added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The issue occurred during a catheter placement procedure. Navigation was aborted.